Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. The complaint database was reviewed and to date, no other complaints have been reported for this failure mode within this lot. The device was visually inspected and observed traces of blood along an the catheter shaft and the luer. No crack was observed on the catheter; however a punctured inner lumen was observed approximately 23mm from the end of the distal tip. The observed puncture is the result of user handling and is typically observed when the guidewire and catheter are not held straight while loading the catheter over the guidewire. This is addressed in the IFU precautions, which states "when inserting the guide wire both catheter and wire must be straight with no bends or kinks. Or damage to inner lumen may occur." No further action is required.

Event description:
It was reported that the customer observed a crack on the catheter. It was further reported that the catheter was inserted once into the pt before the crack was noticed. The catheter and guidewire were removed together from the pt. The physician used another catheter and completed the procedure. There was no report of pt injury or adverse event due to this incident. The pt was released from the hospital according to its original treatment plant. The pt is in good condition. It is the manufacturer's policy to report instances where a catheter issue may cause removal or exchange of the guidewire.